Manufacturer narrative:
(B)(4). During a call by the patient to baxter technical service on (B)(6) 2012 for unrelated assistance on the homechoice during peritoneal dialysis therapy (pd), the patient reported he may have to go to the hospital for peritonitis, pancreatitis, diarrhea, and c. Difficile (clostridium difficile). Baxter product surveillance followed up with the patient's peritoneal dialysis nurse (pdn) and received the following information. The pdn confirmed that the patient has completely recovered from the event of peritonitis which occurred in (B)(6) 2012. The pdn confirmed the patient has not had another case of peritonitis since the (B)(6)episode. The nurse clarified that the issues reported by the patient of pancreatitis, diarrhea, and c. Difficle (clostridium difficle) were separate from the peritonitis and not related to peritoneal dialysis (pd) therapy. The pdn stated this patient has other medical issues (further details not provided). The pdn stated that she has no further information regarding the patient's other medical issues. The pdn stated that the cause of the peritonitis, pancreatitis, diarrhea, and c. Difficle were not related to a baxter device or solution. No further information was provided.

Event description:
Initially the customer contacted baxter technical service regarding an unrelated alarm which occurred on the homechoice during use for peritoneal dialysis (pd) therapy. The solution was provided over the phone. During the conversation, it was reported that the home patient (hp) has peritonitis. On (B)(4) 2012, baxter global pharmacovigilance (gpv) received the following information from the hp's wife. The wife reported the hp was using dianeal, low calcium, yellow, 1.5% singlebag and dianeal, low calcium, green, 2.5% singlebag solutions when the peritonitis occurred. It was reported that the patient was recovering from the event of peritonitis. No further information was provided at the time of this report. On (B)(4) 2012, gpv received the following additional information from the peritoneal dialysis nurse (pdn). On (B)(6) 2012 the hp was diagnosed with bacterial peritonitis. The hp was not hospitalized for the event. There was no exit site infection associated with the peritonitis. On an unreported date the hp began remedial treatment with antibiotics, ceftazidime (dose, frequency, and lot not reported). Pd therapy was ongoing. On an unreported date the patient's transfer set was changed. At the time of the report, the pdn reported the hp was still on antibiotic therapy and was recovering from the event of peritonitis. In the pdn's opinion, the cause of the peritonitis was due to poor aseptic technique, touch contamination, not wearing a mask, and not cleaning the area before starting pd therapy. The pdn reported that retraining in proper aseptic technique was performed. The pdn reported that the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The complaint is a result of use error and is therefore is confirmed. A root cause for the use error was not identified. A batch review was performed for potentially associated lot number gd889485 with no issues detected during the manufacturing process. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.